Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that there was an intermittent power issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 05/01/2015. Device evaluation: the device has been returned and evaluated by product analysis on 04/20/2015 with the following findings: there were pump reboot events in the black box that support power loss. There was no damage to the battery compartment. The power loss could not be duplicated. The returned battery cap was used for a 24 hour duration test without any reboots. The battery cap was unscrewed for a half turn with no reboots occurring.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.